Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi and low blood glucose test results. The customer is concerned with tests results from results obtained of hi and 34 mg/dl. The result of 34 mg/dl was obtained early in the morning and customer stated she takes her lantus at the same time every night and her glucose should not have read so low. Customer is also concerned with result obtained of 274 mg/dl obtained morning of call as she had eaten peanut butter crackers hours before test in order to increase her glucose. The customer's expected fasting blood glucose test result range is 225 - 250 mg/dl. Customer stated she had some stress that morning that could have caused her glucose to elevate but not to hi. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).